Manufacturer narrative:
Follow-up #2: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low compared to her feeling and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2015 at approximately 9pm when she obtained a blood glucose result of 46mg/dl using the subject meter, which the patient felt was low compared to how she was feeling and/or her usual results. In a related complaint, the patient also reported an issue of attempting to perform a test whilst in the settings mode. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and reportedly increased her dose of medication (humalog 55 units) in response to the reported issue. The patient stated that she experienced symptoms of sweatiness approximately 1 hour after the alleged issue occurred, and it is unknown if the patient received any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was unable to determine if the meter was set with the correct unit of measure, or if the patient's test strips had been stored correctly. The csr noted that it was not the patient's first use of the device, also that the patient did not have any control solution. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.